Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), the harvester noticed that it was very difficult to pass the bisector through the body of the hemopro 2 device. Multiple attempts were made and each time there was significant difficulties passing the bisector through and moving it back and forth. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), the harvester noticed that it was very difficult to pass the bisector through the body of the hemopro 2 device. Multiple attempts were made and each time there was significant difficulties passing the bisector through and moving it back and forth. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152293 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The hemopro2 device was returned with the cannula to the factory for evaluation on 25sep2020 and investigated on 16oct2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The c-ring was completely intact. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. A mechanical evaluation was conducted. The heater wire was observed to be flexed away from the hot jaw at the center, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. The jaws were observed to be intact, no visual defects were observed. A mechanical evaluation was performed. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open and close with no difficulty. The jaws match up and align. The harvesting device was inserted into the cannula five (5) times, each time, the device was retracted and extended into the cannula with no physical or visual defects. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed. The jaws were cleaned with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the analyzed failure "material twisted/bent; wire". The resistance value was measured at 0.690 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the results of the investigation, the reported failure ¿mechanical issue¿ in regards to fitting problem with cannula was not confirmed, but was confirmed for the analyzed failure "material twisted/bent¿ was confirmed.